Manufacturer narrative:
The device was returned to olympus for evaluation, and the b30 scope communication error was confirmed due to damage on the charged coupled device unit. The additional evaluation findings are as follows: due to data error of the scope identification, an e216 scope communication error occurred, the adhesive on the bending section cover had a chip, the scope connector was sticky due to water leakage, the scope cover unit was sticky due to water leakage, due to wear of the angle wire, bending angle in the ¿up¿ direction did not meet standard value, the connecting tube had a dent, the universal cord had a dent, and an abnormal sound was made due to damage on the angulation lever. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when connecting the evis lucera elite bronchovideoscope, a b30 scope communication error occurred. The issue was found during preparation for use for a therapeutic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the b30 and e216 errors were due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.